Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found.

Event description:
It was reported that the surgeon was probing to place a screw through the sacroiliac joint. The tip of the probe broke off in the patient and the tip remained implanted. Approximately 30 minutes were added to the surgery, but the surgeon was able to complete the case. No patient status or outcome was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(4): a manufacturing evaluation was conducted. The report indicates portion of part returned with the complaint consists of shaft firmly attached to palm style or ball handle grip. Overall appearance is degraded; etch detail is nearly illegible, functional circumferential depth marker etch detail lacks is difficult to visibly detect. Shaft is stained and discolored on all surfaces. Approximately 34mm of distal shaft is missing. Fracture site of shaft separation is distorted and malformed. As noted a section of the shaft is missing therefore a full evaluation of the subject item could not be performed. Measurements that could be taken were found to meet specifications. Investigation is on-going. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.product development evaluation: this device is used to open the pedicle canal. The depth markings indicate the approximate length of screw which should be used. There is no indication that any design or manufacturing related deviation contributed to the failure displayed, and there is no evidence of any additional damage or deformity to the instrument. (B)(4)